Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause of eos and elevated impedances was not determined. Patient has neurology appointment on (B)(6) 2024. Where the neurologist will interrogate their device and collect an mdt data report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 7482a51 (serial:(B)(6); product type: 0191-extension; implant date (B)(6) 2008. Brand name activa; product ID 3387s-40 (lot: v068429); product type: 0200-lead; implant date (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device went to eos despite having 2.86v battery life and elevated impedances per healthcare provider (hcp). Hcp said no falls or trauma per patient caregiver. Troubleshooting included impedance check by the hcp as well as x-ray ordered. No actions or interventions at this time. The issue was not resolved at the time of this report. Surgical intervention has not occurred but is planned and has not been scheduled. No patient symptoms or further complications were reported as a result of this event. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the neurosurgeon replaced the extension and ne urostimulator. Impedances were still oor on certain contacts and one combination (ranging from 2,597 and 4,583 as well as 124 post-operatively and 3,748-6,405 pre-operatively). The explanted products were going to be returned.